Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed 'amx error. Err: oxffffffff (cj_erccc) tsk: 0x48020c18 (unknown) sys ecode: 0; ;)' and displayed a blank screen. The event happened during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.